Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the users were unable to archive studies to pacs. The device was in clinical use at the time of event. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Although there was no adverse event associated, this has been determined to be a reportable malfunction. The defect may delay clinical workflows or hinder data sharing; if it were to recur, and under specific circumstances, it could potentially lead to delayed diagnosis due to limited access to imaging data necessary for timely clinical decision-making.